Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (1000 mcg/ml at 420 mcg/day), morphine (1 mg/ml at 0.42 mg/day), bupivacaine (20 mg/ml at 8.4 mg/day), and clonidine (375 mcg/ml at 157.48 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a non-healing abdominal incision with drainage following his pump replacement procedure in july and the hcp was questioning if the pocket was infected. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient was taken to surgery. During the procedure, the hcp revised the pocket by making a new pocket in the patient¿s left buttocks. A new pump was implanted using a pouch on the pump, and the catheter was revised related to moving the pump pocket. The spinal portion remained in place and still in use. A portion of the pump segment was removed as it was no longer in use. The old pump pocket was debrided by a plastic surgeon during the procedure. Wound cultures were sent. No results were available. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.